Event description:
Meter name: one touch ultra, symptoms: "felt weak, had low blood sugar symptoms" a pt reported that their meter would not power on. The issue was not resolved with troubleshooting. Pt felt weak and had "low blood sugar symptoms". Meter needs to power on in order to do a blood test. There was no medical intervention or treatment. No further info has been reported.